Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had downstream pressure, which was too low, around 6 psi. The event occurred during preventive maintenance.

Manufacturer narrative:
H3/h6: the device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing.